Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set; further described as "the dark blue part unscrewed from the light blue part". It was further reported that there were no damages noted on the threads; it had just twisted up and out. This was observed during patient training of peritoneal dialysis therapy using a "dummy belly". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection performed with the naked eye noted the female connector separated from the mainbody. The insert/chip was not present, however there was evidence that an insert/chip had been present. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related to inadequate solvent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.